Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial therapies went from beginning of life to middle of life 2 within 6 months. The device was programmed to ddd at a rate of 60 beats per minute, and the patient was paced 80% of the time. The patient received yearly shocks. A guidant technical services representative discussed that it appeared the device was depleting normally. The device was explanted 3 months later, and replaced with a competitor model. It was not returned for analysis.